Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: after inserting several variable angle (va) screws in the end of the radius using the driver with torque limiter 0.8nm the screw in the blue handle came off. At this point the torque limiter did not work. The nurse removed the attachment of the handle and reassembled it. The surgeon tested the driver before inserting another screw and it still did not work. The surgeon used a wooden handle driver to insert the remainder of the screws and completed the procedure. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Placeholder.